Event description:
Customer reportedly received result of 102 mg/dl on the advantage system and 330 mg/dl on professional device within 10 minutes. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.